Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on march 29, 2023, for the treatment of prolapse. During the procedure, it was reported that the dart detached in the cage and did not fall off into the patient. The procedure was completed with another capio slim device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment.